Event description:
A falsely elevated troponin I result of 0.91/0.79 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was repeated on the same analyzer and a result of 0.02 ng/ml was obtained. The sample was repeated on an alternate analyzer and a result of 0.04 ng/ml was obtained. It is unknown if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping hm wash pump due to lack of routine maintenance by the operator.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was slipping hm wash pump due to lack of routine maintenance by the operator. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics inc technical solutions center representative. The instrument is performing within specifications. See scanned pages.